Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision site had dehisced and the cause was unknown. The patient was placed on antibiotics and was put on a new steri strips. The incision site is healed and no further action will be done.